Event description:
It was reported by the clinician that the procedure was being performed on a female pt. The physician was "pushing" the introducer sheath into the pt's right groin, which was tough from previous insertions, when the tip of the dilator broke off with a snap. The physician immediately removed the sheath and dilator and was able to retrieve the tip of the dilator while still on the spring wire guide. He replaced the introducer sheath and continued implantation. Reference MDR #1036844-2009-00186 for second event involving same pt.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional info becomes available.